Manufacturer narrative:
Reliability analysis inspected 3 random sealed infusion sets and performed manual prime test using a new lab reservoir along with pump. Ran priming in pump at 55.0 units. Two of 3 sets failed per spec. Due to found p-cap needle occluded. Remaining infusion set passed per spec. No occluded anomaly was observed during analysis. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of excessive no delivery alarms from the infusion set. The customer's blood glucose reading was 200 mg/dl. The customer stated that the alarm occurred during manual prime. The customer stated that the no delivery alarm was recurring. The customer was advised to clear the alarm with the escape and act buttons. The customer was advised to replace the plunger and manually push the plunger to verify insulin exited the tubing. The customer stated that insulin did exit. The customer was advised to return the infusion set.